Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time. Date received by manufacturer is the same as the date in device available for evaluation. Returned to manufacturer. The confianza pro guide wire was returned for evaluation. The coil was stretched for approximately 15mm from the mid solder that was originally set at 15mm from the tip to hold the coil onto the core. At approximately 4mm from the mid solder, the core was found fractured. Helical deformation was observed at the distal side of the core fracture. Further observation revealed that the core fracture end was twisted and the fracture surface was oblique. These findings indicated that the observed core fracture had been caused by torsion and bending stress. The proximal side of the core fracture surface matched with the distal side of the core fracture surface. Measurement of the core length of the returned guide wire suggested that the core fracture occurred at approximately 11mm from the tip. Although elongated, the coil remained in one piece. It was concluded that the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torque manipulation had most likely contributed to the core fracture on the returned confianza pro guide wire. The applied stress would localize and therefore exceed the product design limit when the wire tip was being trapped by the cto. Further applied tensile stress generated with removal had made the coil elongate. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. Otherwise, the guide wire may be damaged and/or vessel trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. Malfunction and adverse effects: breakage of the guide wire.

Event description:
It was reported that an asahi confianza pro guide wire had damaged during a percutaneous coronary intervention (pci) to treat a moderately calcified chronic total occlusion (cto) in #7 segment of the left anterior descending artery (lad). The physician felt something wrong while manipulating the guide wire and removed. The removed guide wire was found damaged. A new confianza pro guide wire was replaced to resume the pci. Stenting was performed to successfully reestablish the blood flow. There were no adverse patient effects associated with this event.